Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio2 2.0, lab 8.0. Time elapsed between each method of testing is thirty minutes. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.